Manufacturer narrative:
Analysis of the log files from the AED showed that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED will not power on and reported "replace battery now warning". They reported that this did not occur during patient use.